Event description:
The loaner ventilator was being returned from the customer with a reported problem of hw faults. During service of the ventilator, a no flow condition with an audible alarm was found.